Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye on (B)(6) 2021. Patient has recently reported cloudy vision and pressure senation. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.